Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a ¿loss of prime¿ warning occurred 3 or more times. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: the black box for the event on (B)(6) 2015 was overwritten. The available black box showed loss of prime warnings related to replace cartridge alarms; no valid loss of prime events were observed. An ezprime and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. Force sensor measured within specifications. The loss of prime complaint could not be confirmed or duplicated.